Manufacturer narrative:
Literature citation: tohru funayama, norihito arai and hisashi sugaya."experience with adjacent vertebral fracture within one month after balloon kyphoplasty for osteoporotic vertebral fracture". (B)(6). (B)(4).

Event description:
It was reported in an abstract that a patient underwent balloon kyphoplasty (bkp) surgery to treat l2 vertebral fracture. Patient became aware of back and lower back pain when she held an electric fan at home. Vertebral collapse rate was 72% in the standing position and 17% in the supine position. The difference was 55%, indicating strong instability. Pain alleviated soon after surgery, but back lower back pain relapsed on the 17th postoperative day. Plain x-ray revealed adjacent vertebral fracture (l1). L2 vertebral body showed signs of re-collapse, and fracture had developed through compression of the adjacent vertebral caudal end-plate by cement mediated with the cranial disc. Conservative treatment was applied again, but pain failed to alleviate. Bkp was performed on l1 at 16 weeks after the first bkp.